Manufacturer narrative:
The insulin pump had a motor error alarm during the occlusion test and unable to prime duringprime test due to faulty force sensor resistor (gold). The motor passed motor test. The insulin pump was received with scratched lcd window, cracked display window cornerand reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.